Manufacturer narrative:
Integra has completed their internal investigation on 13 jul 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation the following was observed: (B)(4) lot 084; able to confirm movement at locking mechanism and have to overhaul locking mechanism by replacing defective parts and performed a function test. The DHR review has been deemed satisfactory. Date of manufacture: 30 jun 2008. No non-conformance issues or reports were raised during the manufacturing process for this device. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary the end users reason for return was verified and the mostly cause could be due to wear and tear from heavy use. Additional info received from internal (B)(6) team: the date of the event was incorrectly entered as (B)(6) 2016. The correct event date is (B)(6) 2016;

Event description:
A report was received for the a1059 mayfield skull clamp. The incident occurred on (B)(6) 2016. The device was in contact with a patient, whose age and gender were unknown. After positioning the skull clamp on the patient's head there was a problem with the index knob. The issue occurred just before the start of the procedure and the patient was already anesthetized. There was no patient injury but it was necessary to change the clamp which led to a delay in surgery time by approximately 20 to 30 minutes. The medical staff was able to replace the skull clamp with another.